Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows construct from t11 to l2 with kyphoplasty at l1 for a vcf. Stress risers at l2 cause acute kyphosis at l2 inducing pull out of the l2 screws and failure of the construct. Revision has been refused. Kyphoplasty was developed specifically because operative treatment for this injury yields this result. In an osteoporotic patient with thoracolumbar fracture only an extensive arthrodesis with instrumentation two further levels below and two above for additional fixation points has a realistic hope of survival.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.